Event description:
It was reported that the patient is deceased. It was further reported that there was high impedance, an alleged lead fracture, high thresholds, loss of pacing, oversensing and noise on the right ventricular lead. It was further reported that as a result of the fracture and noise, there was no pacing. Eventually the patient was able to be paced via the left ventricular lead. The patient's heart became ischemic from loss of pacing and the patient's rhythm became ventricular fibrillation which was unable to be stopped by the physicians and the patient died. No autopsy was performed and the lead will not be returned.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.